Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 489 mg/dl and 277 mg/dl. Customer reported that enough insulin was not being delivered and blood glucose continued to increase. The customer treated high blood glucose with manual injection. Customer's blood glucose value was 289 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks and there was one small air bubbles. There were no insulin issues, but it was found that cannula was bent. The device settings were correct. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin.